Event description:
According to the information received, the patient experienced a grand mal seizure two (2) days post-implant of an amplatzer septal occluder and expired. No autopsy was performed and no imaging was performed during the procedure. Multiple attempts have been made to obtain additional information from the physician; however, we have not been successful. Should additional information become available, we will forward in a supplemental report. We also do not know the patient's age or weight at this time.